Manufacturer narrative:
Additional information: the complaint was based upon a subjective estimate made by the investigator from a slit-lamp measurement. For this study, we have also been doing independent analysis of the intraocular lens (iol) photos taken at each visit. These are objective measurements of the actual iol axis. Based on this objective measurement, the actual amount of iol rotation for the subject below is less than 03 degrees. There is still no surgical intervention planned. The subject has one more study visit left to complete (3-month study visit). Subject visit schedule page study eye delta angle from base: 80819504009 po 1 day - second eye analyst 1 review os 0.369; 80819504009 po 1 day - second eye analyst 2 review os 2.441. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Device evaluation: product evaluation cannot be performed as per the initial report, the lens remains implanted. The complaint issue reported could not be verified, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Report of the study patient's operative visit stated that the actual intraocular lens (iol) axis placement was 176 degrees for the left eye (os). The patient's slit lamp axis measurement os at 1 day post-operative visit was recorded as 006 degrees. This is a 10 degree rotation of the iol as compared to the axis placement. The patient's 1 week os, post-operative visit slit lamp axis measurement was recorded as 006 degrees again. Uncorrected visual acuity os at the 1-day postoperative visit: 20/16. Subject reported no visual symptoms at this visit. No surgical intervention is planned at this time. No other information was provided.